Event description:
It was reported on (B)(6) 2010, that the pt experienced a lack of therapeutic effect. The pt was taking daily oral pain medication, and wondered if this may have been negating the effectiveness of the implanted neurostimulator. Info was received from the pt's physician stating that it was unk whether this event was attributable to the pt's device. The pt had last seen by this physician on (B)(6) 2009. Additional info was received stating that the pt met with the MFR representative and a new physician regarding the lack of therapeutic effect. The pt's device was reprogrammed successfully. It was later reported that the pt suffered a seizure during the week of (B)(6) 2010. There was no known related incident or accident reported. The pt was redirected to the healthcare provider (hcp). No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).